Manufacturer narrative:
Additional narrative: patient age, date of birth, and weight not available for reporting. Date patient pain began is not known; 510k: this report is for two (2) unknown tibia plates/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient is experiencing post-operative pain after pilon fracture surgery. The original procedure was performed on (B)(6) 2017. Two plates and unknown quantity of screws remain implanted. The patient experienced post-operative infection and has been to see three surgeons. This report is for two (2) unknown tibia plates. (B)(4).